Event description:
The pressfit femur did not full grow in. This caused it to become lose. It had to be taken out and a cemented femur was used.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number cc-00393678_1644408-2022-01693; 244-02-105, s810 - device loosening, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.